Event description:
The customer reported, that the needle leaked vaccine before being administered. Additional information received on (B)(6) 2023. Stated, that the leak happened at the luer lock. Vaccine was a prefilled vial (syringe).